Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during post implant testing the atrial lead exhibited loss of capture and undersensing due to lead dislodgement. The lead was successfully repositioned. On (B)(6) 2014 patient called the clinic due to experiencing dizziness. On (B)(6) 2014 patient came back for follow-up there were no issues noted and the lead tested normal.